Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a090402 captures the reportable event of unable to deliver energy. Block h2 (additional information): block e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter phone, occupation) have been updated based on the additional information received on august 13, 2024.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a polypectomy procedure. The exact procedure date was unknown. During the procedure, the snare was unable to give coagulation function. The procedure was completed with a similar captivator ii snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a090402 captures the reportable event of unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a polypectomy procedure. The exact procedure date was unknown. During the procedure, the snare was unable to give coagulation function. The procedure was completed with a similar captivator ii snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a090402 captures the reportable event of unable to deliver energy. Block h11: the returned captivator ii was analyzed, and a microscopic inspection noted that the working length and wire were kinked at proximal section (strain relief). Additionally, a continuity and electrical test were performed, and the device was found within specification. No other problems with the device were noted. The reported event of device unable to deliver energy were not confirmed. Upon analysis, the working length and wire were kinked at proximal section (strain relief). Also, the continuity and electrical tests were found within specification. Since there is not enough evidence to determine that the reported event occurs due to a device problem. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a polypectomy procedure. The exact procedure date was unknown. During the procedure, the snare was unable to give coagulation function. The procedure was completed with a similar captivator ii snare. There were no patient complications reported as a result of this event.